Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The high blood glucose reading was 469mg/dl. The customer also reported having stomach virus prior to her admission. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The programming on the insulin pump was verified. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.